Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 03-apr-2020, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 19-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving saline via an implantable infusion pump. It was reported that exploratory surgery was performed due to the patient experiencing headaches and having cerebrospinal fluid (csf) built up in the pump pocket. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The surgeon was unable to determine the cause of the accumulation of csf, there were no signs that there was a leak in the catheter or the pump. The surgeon suggested that it may be coming directly from the dura. The issue was reported to be unresolved. The patient was alive with no injury. The catheters were discarded and would be replaced in the future. No further complications have been reported as a result of this event.